Manufacturer narrative:
Corrected data: b3 the device history record for lot 20039794 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Female swivel components had the appearance of inconsistent application coverage of the adhesive. A root cause was identified. All information reasonably known as of 19 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in progress. All information reasonably known as of 31 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
A review of the device history record is in-progress. The sample is reported to be available, but has not yet been received by the manufacturer. All information reasonably known as of 08 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported that the "suction catheter fell apart at the swivel that connects to the patient's ett [endotracheal tube]. It was causing inadvertent disconnects from the ventilator until discovered it was broken. The clear plastic ring on the end that holds the internal swivel in place inside the end of the suction catheter falls off, which lets the internal swivel piece fall out as well." No patient injury was reported. Additional information received 24-feb-2021 indicated the catheter was in place for approximately 15 minutes prior to the incident occurring. The product was not altered in any way. The incident was noticed as "vent alarms, disconnect at swivel, had to keep reconnecting until replacement arrived." Patient's current status is "no patient harm." Additional information has been requested but not yet received.